Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of the device. The unit was received with a partially fired sulu and no damage to the stapler. The sulu was reset and applied to the test media. The remaining staple line formed properly in the test media. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the reported condition may occur if the firing stroke is not complete and the firing knob is not fully retracted after firing or if the instrument is applied against an excessive amount of tissue during the clinical application. If the firing knob is not fully retracted, difficulty in unloading the loading unit may be experienced, and may prevent further loading from occurring. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a colon resection procedure, the device did not fire and the needle broke. A new unit was opened in order to complete the case. No patient injury.